Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated sodium (na) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Hsc observed that the affected patient sample had a sample specific fluid flow issue. Quality control (qc) recovery was within the customer's expected ranges, and calibration was successful after the routine maintenance performed by the customer. The cause of the event is unknown. A potential product issue was not identified. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated sodium (na) patient sample result was obtained on a dimension vista 500 system. The falsely elevated result was reported to the physician(s). The same sample was reprocessed on an alternate dimension vista 500 system. A lower result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium (na) result.